Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2014. The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). It was reported the patient was not hospitalized for the event. It was reported the patient was recovered from this peritonitis event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.